Event description:
During diagnostic colonoscopy, a "weak spark" was noted in the cautery process and was subsequently not adequate for polyp removal. Equipment was changed as a result. Perforation occurred in the ascending colon.